Manufacturer narrative:
Additional information h10: the device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The user facility submitted medwatch 0700220000-2023-8170 for this event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump was programmed to deliver chemotherapy infusion over 60 minutes. Pump was programmed correctly during therapy. After 75 minutes of infusion time, pump showed there was 313ml of drug administered, but upon assessment of the bag appeared to be less than 50ml administered. There was no known patient injury or medical intervention associated with this event. No additional information is available.